Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint was not confirmed in the lab due to a lack of sample. Root cause was not determined. A batch review was not performed since lot number was not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a fluid coming out of patient line which occurred on home choice (hc) during use . The baxter technical representative (tsr) advised the home patient (hp) may close patient line clamp until the hc was done priming. The hp resumed set up. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.